Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced blank display, damage and failed battery test. The customer's blood glucose value was 350 mg/dl. The customer stated that within 15 minutes, he received failed battery test and then blank display. The customer stated that he does not have long term insulin and took shots every 2 hours. The customer stated that the battery chamber is chipped. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. All operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no blank display and failed battery test noted. The insulin pump was received with broken battery tube thread, cracked reservoir tube lip and minor scratches on the display window noted.